Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient is experiencing an itchy red irritation. The patient advised she maybe allergic to the adhesive. There was no alleged device malfunction contributing to the irritation. The patient used calamine lotion and was told to return the equipment by her doctor. Outcome of the rash is unknown.